Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. Medwatch is pending DHR review.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that on (B)(6) 2013 the patient underwent removal of the mesh. Upon visualizing the mesh, the surgeon found that it had a tear or hole in it allowing omentum to herniate through the device. It was reported that the patient continues to experience pain, nausea, diarrhea, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/23/2019.